Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces, misaligned insertion; prying/leveraging the device during drilling process.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 06/11/2024, it was reported by an arthrex subsidiary employee via e-mail that an ar-1678-cp implant systems plastic sleeve began to melt due to heat. This occurred during a case while drilling with a 2.7mm drill, the plastic sleeve began to melt due to heat. This case was completed as is with no replacements. No patient harm. Additional information received on 6/18/2024: no one was hurt due to this incident.